Event description:
(B)(6) registry. It was reported that occlusion of the right subclavian artery occurred. In (B)(6) 2020, the subject was refereed to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the middle right coronary artery (rca) with 95% stenosis and was 20 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was 10%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with occlusion of the right subclavian artery. Medication was given to treat the event. At the time of reporting, the outcome of the event was considered to be not recovered and not resolved.

Event description:
Synergy china registry. It was reported that occlusion of the right subclavian artery occurred. In (B)(6) 2020, the subject was refereed to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the middle right coronary artery (rca) with 95% stenosis and was 20 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was 10%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was diagnosed with occlusion of the right subclavian artery. Medication was given to treat the event. At the time of reporting, the outcome of the event was considered to be not recovered and not resolved. It was further reported that the physician considered the occlusion of the right subclavian artery not related to the study device.